Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx0429 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that when placing a catheter in this patient, the operator found burrs near the tip of vascular sheath, making it impossible to enter the sheath into the vessel. Therefore, a separately-packaged vascular sheath was used until the placement of the catheter was completed. This event did not exert adverse impact on the patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damaged microintroducer sheath is confirmed. One 4.5 fr microez microintrodcuer was returned for evaluation. The dilator was returned within the sheath. The orange peel tabs have not been split. The sheath tip was observed to be deformed and bunched inwards. The deformation appeared to be located in one section of the sheath tip orifice. Microscopic observation of the deformed region revealed the sheath to have a split in the material due to the bunching. The tip taper appeared to be properly formed. The proximal end of the sheath near the orange tabs also contained deformed material due to bending of the proximal sheath shaft. The bending in the shaft and damage on the tip suggest the device was likely advanced against resistance during insertion. The product instructions for use (IFU) contains information which may have prevented this issue. The IFU states, "advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision." A review of the manufacturing records was also conducted and revealed no evidence to suggest a manufacturing related root cause contributed to the reported event.

Event description:
It was reported that when placing a catheter in this patient, the operator found burrs near the tip of vascular sheath, making it impossible to enter the sheath into the vessel. Therefore, a separately-packaged vascular sheath was used until the placement of the catheter was completed. This event did not exert adverse impact on the patient.